Event description:
It was reported that the accuracy on a smiths medical pump is off and the syringe size sensor will not fully seat against the low standard metal calibration syringe. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the bottom case seal was removed and plunger head seal was intact. The customer stated problem was duplicated. Invalid syringe size was found during syringe test and unable to calibrate syringe size. Error was found in the device ehl (event history log). Replaced barrel clamp rod, tapered spring as per CAPA #18moak030. Performed calibration of the device and passed all the functional test. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.